Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with no backlight and no button response due to unlock keypad connector. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's screen was not functional. Customer's blood glucose was 250 mg/dl. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.